Event description:
The account alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The account found the side rail was missing the shoulder bolt. The account replaced the side rail shoulder bolt to resolve the issue.